Manufacturer narrative:
Device code: (B)(4) was updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated there was no device issue noted. The fill on (B)(6) 2019 was uneventful and the patient was discharged alert and oriented. No changes were made to the pump doses. It was noted they could not prove the symptoms of confusing and having been out of it were related to the over-infusion. The patient¿s doses had been consistent for months. The doses were decreased in the hospital but had since been increased to the previous doses due to pain. There were no problems with over sedation. The patient had a normal catheter dye study on (B)(6) 2019. The cause of the over-infusion, confusion, and patient being out of it was not determined. The event was resolved, and it was unknown which clinician programmer was used at the time of the event. The patient¿s weight was (B)(6) and the pump was currently infusing without difficulty. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was currently receiving hydromorphone of unknown concentration at a dose rate of 11 mg/day via an implantable pump for non-malignant pain. It was reported that the patient had their pump refilled yesterday ((B)(6) 2019) and it was described as having been fine, and everything went great. The patient was however seen at (B)(6) on (B)(6) 2019 with symptoms of confusion and ¿was out of it." (B)(6) gave him narcan and he responded well to it. The company representative arrived at (B)(6) and was instructed to assist in decreasing the dose by 50%. (B)(6) told the company representative that they already stopped the pump using a super magnet because they thought it was over-infusing. (B)(6) transferred the patient to a hospital. The company representative was on his way to the hospital emergency room (ER) to assist in decreasing the dose from 11 mg/day to 5.5 mg/day. Checking the pump logs and other troubleshooting considerations were reviewed. The company representative planned to call technical services back once he arrives at the case. Emergency procedure guidelines and magnet specifications for the pump were being provided. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. It was noted that the it was determined that the patient had an ongoing infection unrelated to the pump.

Manufacturer narrative:
Life threatening outcome is not applicable to this event. If information is provided in the future, a supplemental report will be issued.